Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the device diagnosis was not applicable. The clinical diagnosis was chest pain. The patient kept having ¿cardiac problems,¿ elevated blood pressure, and electrical shocks and palpations when the stimulator was on. The patient was evaluated in the ER with nothing found. The symptoms subside when the spinal cord stimulator (scs) was off and impedances were all okay. The outcome was resolved without sequelae. Interventions included explanting and not replacing the entire system. The event resulted in an emergency room visit and an unscheduled clinic or office visit. The device was interrogated and the device was all ok. The etiology was noted as possibly related to the device or therapy and not related to the implant procedure. The etiology was noted as related to stimulation. Relevant medical history included: spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.